Event description:
The patient presented with bacteremia, fever, and an elevated white blood cell count. The physician explanted the entire system, including the implantable cardioverter-defibrillator (ICD), the left ventricular (lv) lead, and the right ventricular (rv) lead. A temporary pacemaker implantation was attempted; however, the temporary lead could not be secured due to an issue with the pacemaker header. The physician therefore opted to use the previous biventricular generator externally at the patient¿s neck as a temporary measure. On (B)(6) 2026, the temporary generator and lead were explanted. A new ICD, rv lead, and right ventricular left bundle branch pacing (rvlbp) lead were subsequently implanted. There were no adverse patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.